Event description:
It was reported that during the procedure the lead thresholds were worse than expected and when the physician relocated the lead it could not be fixed due to the lead helix. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The full lead was returned and analyzed. The inner insulation of the lead became extrinsically distorted due to kinking/buckling, the outer insulation of the lead became extrinsically distorted due to kinking/buckling, visual summary analysis of the lead indicated damage at implant, visual summary analysis of the lead indicated stretching. The analyst also noted:lead is stretched, causing the insulation to buckle, preventing proper torque transfer from the pin to the helix. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.